Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump emitted loss of prime alarms three or more times. This complaint is being reported because the alleged loss of prime issue was not resolved with troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has been returned and evaluated by product analysis on 08/14/2014 with the following findings: review of the black box data revealed several warnings for loss of prime due to low non-zero force. On investigation, the pump powered on normally. A rewind, load and prime sequence was successfully performed without alarms or warnings. The pump was exercised for 29 hours without any loss of prime event. The force sensor unit was evaluated and found to be within specifications. Investigation did not duplicate the alleged loss of prime issue and the pump was found to be operating within the required specifications without malfunction.